Event description:
It was reported that touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from support, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: G7Mobile OS: iOS / iOS_iPhone 11 Pro / 2.9.1 / iOS 26.1.